Event description:
Unit pressure was set at 70 mmhg and was not keeping pressure in the joint. The unit then began to pump at an extremely high rate. This process continued throughout the surgery. There were no injuries or complications to the pt.